Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in the pacing impedance and a loss of capture, which was later determined to be caused by a perforation confirmed during fluoroscopy. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.